Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the flex. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated recoverable fault 32100 occurred against universal surgical manipulator (usm) 2. The customer attempted to recover from the error, and performed a hard power cycle, without success. Disabling usm 2 was the customer's only option, however, four usms were required to complete the procedure. The surgeon converted the case to laparoscopic. The tse also instructed the caller to restart the system and connect the ethernet cable. The caller stated they would do so when possible. There were no reports of patient injury.